Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 (lot number b76527). Additional information also received on (B)(6) 2014 from the physician. Physician reported that had an urgent request as the patient was on the table with her essure hsg (hysterosalpingogram) on (B)(6) 2014 and the image showed the essure was not in the fallopian tube but the coils were visible in the ostium and doctor wondered if the essure was broken. Doctor reported that procedure was a normal placement on (B)(6) 2014. At 3 months she conducted hsg, had occlusion of left with good placement, the report indicated that the right tube was open and the unit was more caudal than expected however there was one marker in one in the area of ostia. Based on images, on (B)(6) 2014, the doctor went into with a hysteroscope to locate and insert essure on the right side as the hcp expected the unit to be in the uterus. However, she found 2 coils in right ostia, but no unit. Doctor thought it was a perforation but she had not seen this type of image before. The patient had a retroverted uterus plus colposcopy performed a month ago ((B)(6) 2014, results not provided). Based on the images, she thought the essure unit was in the abdomen or fallen into the pelvis but the doctor would really like a second opinion on the hsgs and was willing to send them. Follow-up information received on (B)(6) 2014. It was reported that on (B)(6) 2014, a confirmation test was done and showed that device was outside of the right tube. However, on (B)(6) 2014, there were visible coils (2 or 3) in the right ostium. It was also reported a possible band detachment (the previous reported event wondered if the essure was broken was updated to wondered if the essure was broken/possible band detachment). No injury to the patient was described. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Batch number b76527 (production date (B)(6) 2013; expiration date (B)(6) 2016). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of (B)(6) 2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Medical assessment: this ptc was initiated due to a product quality issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a 35 year-old female patient who had essure (fallopian tube occlusion insert) inserted and the doctor wondered if the essure was broken/ possible band detachment. Doctor found 2 coils in right ostia, but no unit and she thought essure was perforated and also she thought the essure unit was in the abdomen or fallen into the pelvis. The event found 2 coils in right ostia, but no unit (thought essure was perforated and also she thought the essure unit was in the abdomen or fallen into the pelvis), interpreted as suspicion of uterine perforation, is serious due to medical importance and listed in the reference safety information for essure. The other event interpreted as suspicion of device breakage, is non-serious and listed. Initially, this breakage was considered as unlisted. Upon receipt of follow up information, it was specified as possible band detachment and therefore was assessed as listed. Uterine or fallopian tube perforation and device breakage may occur with essure use. In this particular case, it was reported that based on the hysterosalpingogram, patient had occlusion of left tube, but the right tube was open and the unit was more caudal than expected. The doctor was suspecting of device breakage and band detachment. A new unspecified exam was performed 4 days later and there were visible coils (2 or 3) in the right ostium. She was suspecting of perforation and that essure could be located in the abdomen or fallen into the pelvis. Although the perforation and device breakage were not confirmed, a causal relationship with suspect insert cannot be totally excluded. This case was regarded as other reportable incident due to the device breakage. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information (uterine perforation questionnaire) is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 07-apr-2015 the patient´s weight was (B)(6) and height was (B)(6). Previous gynecological interventions, problems and procedures were denied. Her medical history included 3 pregnancies with 3 parities. Actual pregnancy was denied. Esure was inserted with lot number b76527 (exp. 31-oct-2016) in a postpartum state (3 months). Cervical dilation, sounding and analgesia were performed (toradol, valium and vicodin). The insertion and the visualization of the tubal ostium were considered easy. Fluid loss was less than 1500cc and the time of procedure did not take more than 20 minutes. After insertion, pictures were taken at time of hysteroscopy with camera. After procedure, oral contraception was used as back contraception. On (B)(6) 2014, hsg was done. Left tube was occluded. A fracture of right essure device and the bulk of the device was no longer in the fallopian tube (the previous reported event wondered if the essure was broken/ possible band detachment was updated). The right fallopian tube was widely patent with free intraperitoneal spill. Perforation before and after coil deployment were denied. On (B)(6) 2015, a right side laparoscopy with tubal sterilization and essure removal was done (as patient desired sterilization). Essure right coil was sent to pathology and no defects were identified; it was noted the right essure device through the uterine fundus (the previous reported event found 2 coils in right ostia, but no unit, thought the essure was perforated and also thought essure unit was in the abdomen or fallen into the pelvis were updated). Left side, essure was still in place and the tube was blocked. Patient recovered from removal procedure and had no symptom or pain. Case upgraded to incident. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during confirmation test (hsg) a fracture of right essure device/ bulk of the device is no longer in the fallopian tube was observed. Also, right essure was noted through the uterine fundus. The first event, seen as device breakage, is non-serious and listed according to technical analysis. The other one, interpreted as device dislocation, is serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Also, device breakage has been reported mainly during difficult insertions or removals. In this case, the insertion was easy, without complications. Hsg was done three months later and showed left tube occluded, but right tube was widely open with free dye spillage. Also, a fracture of right essure device was noted and the bulk of the device was no longer in the fallopian tube. Later, a laparoscopy to remove the right device (it was seen through the uterine fundus) and to proceed a tubal ligation was performed. Considering available information and their nature, the reported events are assessed as related to essure use. This case was initially regarded as other reportable incident due to the device breakage and a suspicion of perforation was previously considered. Upon receipt of follow up information, the perforation was not confirmed and the removal of the device per laparoscopy was informed. Therefore the event was updated to dislocation and this case was upgraded to incident. Updated ptc analysis is expected.

Manufacturer narrative:
Case considered closed on 08-jul-2015. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during confirmation test (hsg) a fracture of right essure device/ bulk of the device is no longer in the fallopian tube was observed. Also, right essure was noted through the uterine fundus. The first event, seen as device breakage, is non-serious and listed according to technical analysis. The other one, interpreted as device dislocation, is serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Also, device breakage has been reported mainly during difficult insertions or removals. In this case, the insertion was easy, without complications. Hsg was done three months later and showed left tube occluded, but right tube was widely open with free dye spillage. Also, a fracture of right essure device was noted and the bulk of the device was no longer in the fallopian tube. Later, a laparoscopy to remove the right device (it was seen through the uterine fundus) and to proceed a tubal ligation was performed. Considering available information and their nature, the reported events are assessed as related to essure use. This case was initially regarded as other reportable incident due to the device breakage and a suspicion of perforation was previously considered. Upon receipt of follow up information, the perforation was not confirmed and the removal of the device per laparoscopy was informed. Therefore the event was updated to dislocation and this case was upgraded to incident. The performed product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit.